Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified alarms occurred. There was no reported impact to customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy. Multiple follow up attempts were made by tandem technical support; however, no response was received.